Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the op check failed. There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. Operational check failed with defib test and pacer test. J16 connector appeared to be slightly tilted/bent towards j18. Odd pins 1-39 on the therapy connector j16 pins were lifted with cracks developing in the solder joints